Manufacturer narrative:
A review of the device history record for the reported lot number found that could have cause or contributed to the reported event. The instructions for use which accompanies each device prescribes the proper method of placement for this product to avoid undue injury to the pt and damage to the product. The IFU states in the warning section: "the implant procedure and the instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedures." The IFU also states in the precaution section: "postoperatively, the pt is recommended to refrain from heavy lifting and/or exercise (i.e. Cycling, jogging) for at least three to four weeks and intercourse for one month." Additionally, in the adverse event section, the IFU states: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product(s) implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgery.